Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable, however, the initial reporter has returned two pumps that they stated previously experienced the same problem. Both investigations showed that these pumps were operating within product specifications. The initial reporter also stated that this pump was not returned to mmdg for investigation because it is still in use by the patient. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the "accuracy on the pump is varying widely". They stated that they are mixing formula and using the metric side of a measuring cup to measure it. They state that they are "adding 325-250ml of formula, the pump is depleting bag and ranges from 196-297ml". They stated they had this issue with multiple pumps. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).